Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 6/13/2014 - medical records received. Dor provided. Patient revised to address metallosis, synovitis, osteolysis and metal particulate debris. Upon revision, a cyst, corrosion on the trunnion, brownish synovium and fibrinous debris, metal stained fluid, and no evidence of bone ingrowth on the acetabular cup were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: 07/07/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the patient suffers from pain, fluid build up and elevated metal ion levels.